Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that patient faced an event on (B)(6) 2026, where an infusion set fell down and patient scratched it accidentally from the insertion site. No further information available.